Event description:
It was reported that the health care professional (hcp) requested clarification regarding the absence of right ventricular automatic threshold (rvat) results on this right ventricular (rv) lead. Technical services (ts) reviewed the device data and noted that an automatic lead safety switch (lss) from bipolar to unipolar pacing occurred due to high out-of-range pacing impedance measurements. This rv lead demonstrated a gradual increase prior to the lss, decreased after unipolar switch, and subsequently began rising again. Additionally, oversensing and noisy signals were observed in unipolar mode. Ts suspected a lead integrity issues and provided recommendations. No adverse patient effects were reported. This rv lead remains in service.